Event description:
The customer reported to olympus that the ultrasonic gastrovideoscope had insufflation issues. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the nozzle of the insufflation channel was clogged by an unidentified white gelatinous material.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. In addition to the foreign material in the nozzle of the insufflation channel, the evaluation findings are as follows: the probe insulation was out of specification due to cuts in the pink coating, water invasion was found, and the universal cord was buckled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The issue occurred during a diagnostic procedure which was completed with the same device. No equipment pieces fell into the patient and the patient had no complications.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it could not be determined what the foreign material in the nozzle was. A definitive root cause for the presence of the foreign material and cuts on the ultrasound probe insulation could not be determined. The following information is stated in the instruction manual: chapter 6 compatible reprocessing methods and chemical agents; chapter 7 cleaning, disinfection and sterilization procedures; chapter 8 cleaning and disinfection equipment. Olympus will continue to monitor field performance for this device.